Manufacturer narrative:
Approximate age of device ¿ 1 year 3 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was hospitalized with recurrent epistaxis within the last 6 months. Currently on warfarin with international normalized ratio (inr) goal at 2-3 and aspirin 81mg. Hemoglobin (hgb)/hematocrit was 9.7/29.4 on admission; down from 10.8 outside hospital on day for prothrombin ratio (pr). Patient required transfusion of 3 units of packed red blood cells for hospitalization and nasal packing applied. Packing was removed on (B)(6) 2018 with no further epistaxis for remainder of hospitalization. Patient discharged with hgb at 8.7.

Manufacturer narrative:
Section d4, h4: additional information. Investigation summary: a correlation between the device and the reported epistaxis cannot be conclusively determined. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. Patient remains ongoing on the device. The manufacturer is closing the file on the event.

Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).